Event description:
It was reported that during a da vinci-assisted radical cystectomy, the vessel sealer extend instrument jaws closed in the abdominal cavity and could not be opened. A back-up vessel sealer extend instrument was used and the procedure was completed. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details had been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The vessel sealer extend instrument has been received and investigations completed. Failure analysis investigations did not confirm nor replicate the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, cut and sealed as expected. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to use conditions and recognition issues. Additionally, the instrument was found to have a dislodged blade based on log review. Visual inspection did not show an exposed blade. No conductor wire damage or snake wrist damage was found. There was bio debris found at the instrument tip. Dislodged instrument blades are attributed to use conditions. Jaw/knife track contamination by residual or carbonized tissue can prevent full retraction of the blade into the instrument grips after cutting. Cutting thick/hard tissue bundles larger than the instrument¿s indications may also lead to an exposed blade. The instrument failed homing during initialization based on the log review. The instrument was visually inspected and found there was no blade exposure observed. Also, the instrument was found to have excessive lubricant on the distal end. Visual inspection showed excessive lubricant near the grips of the instrument. A review of the advanced vessel sealer extend instrument log showed show that it was installed six times and passed homing five times. Quantity (qty) 1 "home fail" event was recorded. Qty 47 "cut complete" and qty 1 "cut failed" events were noted. Qty 1 each of "blade jammed" and "blade dwell recovery" were also noted. System logs show qty 6 iesu: 2-8a errors and qty 1 iesu: 4-8a error. Additionally, qty 1 each of "blade jammed" and "homing failed" errors were noted. The time stamps for these events are the same as "blade jammed" and "home fail" events in instrument logs respectively, indicating that these two are related, and that the homing failed due to the blade getting jammed. The instrument was used for a total of about 44 minutes. Generator logs show qty 53 "seal" events with no errors. A review of the system log was performed and revealed no related system errors. However, the following instrument data was registered: * error code: 22025 - vessel sealer extended blade jammed on usm3 (toolid: vessel sealer extended). * error code: 22026 - vessel sealer extended failed during homing on usm3 (toolid: vessel sealer extended). A review of the advanced system log was performed and there are no system log errors that would have caused or contributed to the reported event.